Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubble anomaly. The blood glucose at the time of the incident was 185 mg/dl. The customer called in inquiring if his reservoirs were part of a recall and he was informed they were not. The customer states the air bubbles were very small about a millimeter. The customer states the pump was not rewound with a reservoir in place. The customer was not able to complete the trouble shooting because he did not have the clamp. There were no visible leaks noted and the customer was assisted in changing the set. The air bubbles were purged prior to inserting it back in the pump. The customer also mentioned that the insulin squirts out of the vial when he removes it from the reservoir. The customers filling technique was reviewed and was able to assist the customer.